Manufacturer narrative:
(B)(4). Additional info: this report was determined to be a death even though the ems personnel informed us the device was not a contributing factor to the demise of the pt. Ems personnel do not meet the guidance of our procedure. A physician could not be contacted to verify statement by ems personnel.

Event description:
See MDR# 3000526033-2014-00018 for the first insertion for the same pt with the ez-io. It was reported a second line was being placed into a male pt in a code situation. They attempted the procedure into the pt's right tibia. Again, they had power to the ez-io driver and as soon as the needle penetrated the pt's skin they had no power to the drive. The tech hand screwed the needle into the pt. It was noted that the normal pressure was applied during both insertions. The pt expired, however, it was noted the issues with the driver were not a contributing factor to the pt outcome.